Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the ems instruments were jammed. Another instrument was used to complete the case. There was no consequence to the pt.